Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high out-of-range shock impedances and low out-of-range pace impedance measurements on its right ventricular (rv) channel. It was found that the patient underwent an rf ablation procedure at the time the daily measurements were taken and were likely the result of electromagnetic interference (emi). All other lead diagnostic measurements were within normal limits when the device was interrogated following the event. Additional information was received indicating that the red alert was due to ventricular tachycardia ablation during daily measurement and no issue specifically against the device. This device was explanted and was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.